Manufacturer narrative:
(B)(4). Date sent: 6/18/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0100 device a was returned with insulation and the coating damage. The insulation is not detached as reported. The instrument was tested for continuity and pass the test. Occasionally, damaged to the coating and insulation occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No. Could you please confirm which part of the device ¿'bent¿? The part bent detached from the device? Insulation of the tip of the l hook was detached and bend backwards. What do you mean with ¿outer layer¿? Is the insulation? Is the handle? The outer layer insulation of the l tip hook was detached and bend backwards. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was bent and the outer layer is split in half.